Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and low blood glucose. Customer's blood glucose value was 400 mg/dl at the time of the incident. Customer's current blood glucose level was 320 mg/dl. The customer was assisted with troubleshooting for high blood glucose. The customer was treated with manual injection/insulin pen. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown that auto mode feature was active or not at the time of event. Customer reported that the drive support cap was slightly indented. The device will not be returned for analysis. Frn-mmt-332-rsvr, unomed inf set.